Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleged the patient suffered debilitating pain and discomfort in hips and legs and an inability to perform activities of daily living as a result of the implanted asr hip. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of the state of (B)(6). Update: (B)(6) 2012 ¿ patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update received: (B)(6) 2014 der received, hospital, surgeon, additional unknown sleeve. Additional reason for revision. Patient was revised to address pain and elevated metal ion levels.